Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 25-jul-2022 via email and attached to complaint object: all issues with these devices were found during testing and repair. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the manufacturer medical seal was missing upon receipt. Functional tests were performed, including calibration tests, which passed. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation. The returned device passed all functional and calibration tests during the investigation. Root cause of the reported issue cannot be determined because the returned sample passed all functional and calibration tests performed. The downstream sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.